Event description:
It is reported during a veterinary procedure on (B)(6) 2013 while a tibial-plateau-leveling osteotomy was performed the oscillating saw attachment construct was running intermittently and a brownish fluid leaked from the device. The tibial-plateau-leveling osteotomy was successfully completed using another attachment. Reportedly there were no delays in the surgery and no harm to the patient or the user. This is 1 of 1 report for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Corrected data: describe event or problem: (B)(4) and is being retracted.

Event description:
Upon further review of this complaint, it has been determined that it is a duplicate of (B)(4) for which medwatch # 8030965-2013-02358 was submitted. Therefore, this complaint is being retracted and (B)(4) will remain the official complaint of record. This report is 1 of 1 for (B)(4).